Manufacturer narrative:
Investigation concluded that the devices met specifications and did not malfunction. No root cause could be established for the screw and plate loosening issue.

Event description:
A screw pullout bilateral bsso plates and osteotomy collapse with anterior open bite aob.